Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored verify screen. The keypad cover was torn. The contrast button was unresponsive while the ¿up¿ and ¿down¿ arrow buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the keypad buttons had tactile issues, and contamination was found under the button contacts. This report is made based on the results of investigation completed on (B)(6) 2015.